Event description:
It was reported that this pacemaker exhibited oversensing of ventricular signals on the atrial channel. The involved right atrial (ra) lead is a non boston scientific product. Boston scientific technical services (ts) was consulted and reprogramming options were discussed. No adverse patient effects were reported. At this time, this device remains in service.